Event description:
The second of two reports that occurred at the same facility: an a2009 -ultra 360 patient positioning system was involved in a malfunction which was reported as follows: "the patient was positioned face down and after anesthesia when the doctor started to scrub the patient a loud sound was heard. The unit broke. The head of the patient almost fell, but the doctor was able to catch the patient. The patient did not incur an injury. The surgery was delayed 30 minutes. The patient had not been repositioned when the event occurred. It was believed that the fracture was caused by an attempt by the hospital's technicians to perform strengthening and stretching of the wrist lock and thereby caused a big pressure on the broken point."

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.